Event description:
In 2005, the lay user/reporter contacted lifescan (lfs) and alleged that her family member's one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist (mas) called and spoke with the reporter the following day, who provided additional info. The reporter had received the units of measurement letter for the ultra meter and realized that their family member's meter was in the wrong unit of measurement and pt was not aware of this. This is when they called lfs and it was determined that the meter was set in mmol/l. The reporter then informed the mas that the subject meter was "giving low readings" for a few months since the battery was changed. The last time the pt was helped by lfs with replacing the battery was 7 months ago. The pt was testing their blood glucose on the meter twice a day and was taking 12 units of humulin 70/30 in the morning and 5 units in the evening. She would sometimes not take her insulin due to the "perceived low readings" on the subject meter. However, she was experiencing symptoms of hyperglycemia "almost on a daily basis". The reporter went into the meter's memory and looked at the last 150 results. They were all 200 mg/dl and higher. The reporter then contacted the pt's dr to inform him about the wrong unit of measurement and the misinterpreted results. The dr advised the pt to test 4 times a day for two days and an appointment was made for a lab test 7 months later. The reported meter was found to be in the wrong unit of measurement and the pt was not aware of that. She was withholding her insulin dosage due to the misinterpreted low results and was experiencing high blood glucose symptoms. This complaint is reported as an adverse event. A replacement meter was sent to the lay user/pt.